Event description:
A user facility submitted a repair request to the olympus service center, on a high flow insufflation unit for switching off and exhibiting alarm with certain frequency. There was no patient involvement reported with this event.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus and evaluated. The evaluation confirmed the reported issue (the device beeps and turns off by itself). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the device evaluation and legal manufacturer's investigation, it is likely that the phenomenon occurred due to a failure of the circuit board. The root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.